Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral surgical mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the deployment of a round thv in an oval mitral ring caused the malposition and subsequent pvl.

Event description:
During a transeptal valve in mitral ring procedure, the 26mm sapien 3 valve was deployed too atrial resulting in moderate paravalvular leak (pvl). A second valve was prepped and deployed successfully. Using tee for imaging, a 26mm sapien 3 valve was implanted via tf vein, via transseptal approach. The sapien 3 valve was positioned 55:45 atrial and deployed under rapid pacing with tee and fluoroscopic guidance via annuloplasty ring visualization. Post deployment tee revealed moderate pvl, with the valve appearing 65:35 atrial. A second 26mm sapien 3 valve and delivery system was prepped. The valve was then placed within the first sapien 3 valve 50:50 across the annuloplasty ring. Repeat echo showed trace to mild pvl with the second valve positioned 60:40 ventricular. The system and sheath were successfully removed and the right femoral vein was closed using two proglide devices. The patient was extubated in the operating room and transferred to the pacu in stable condition.